Event description:
It was reported that the bd secondary set c61 had luer lock breakage. The following information was provided by the initial reporter: short description a piece was chipped from the end of the tube (connection part to main IV line) pharmacist noticed during usage, that a piece was chipped from the end of the tube (connection part to main IV line). When did the incident occur? During use.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Sku 515302, lot: 1029205, qty (B)(4)-080 pcs, was produced in april 2024. According to DHR, there were no quality notifications observed during manufacturing process related to mentioned issue. Manufacturing process was conducted in accordance with document (B)(4) and all quality control activities have been performed according to quality specification 10-0160 and 10-0255. According to DHR, there were no quality notifications observed during manufacturing process related to customer complaint. Sample has been received. Based on the performed inspection on received sample on cazin site provided from the customer, it can be confirmed customer experience. This defect is classified as c35 - imperfect assembly, incomplete which causes risk for patient and/or user. After the inspection, it is concluded that the damage to the component did not occur in cazin, because the damage is curved and smooth, without unevenness. In the image of the sample that is slightly damaged, creases are present, and it is evident that the damage is not similar to the damage reported by the customer. Cazin requested investigation from external supplier. Based on performed investigation, conclusion is that this is isolated case. Over 54 million units have been produced over the last 3 years, and there has been no complaint about this defect.

Event description:
No additional information provided.